Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible lead fracture was noted on the right ventricular (rv) lead. High undefined impedance, intermittent loss of capture and noise were also noted. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.